Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event.

Event description:
During a clinic follow-up, the device was observed to be in back-up mode (bvvi). Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.